Manufacturer narrative:
(B)(4). Although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a trapezoid rx basket was used in the bile duct during endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2019. According to the complainant, during the procedure, a trapezoid basket was used to remove a gallstone. However, the handle cannula separated from the handle so the basket could not be used to capture the gallstone. The device was removed without difficulty and another trapezoid basket was used to complete the procedure. There were no patient complications as a result of this event. The patients condition at the conclusion of the procedure was reported to be okay.

Manufacturer narrative:
Problem code 1069 captures the reportable event of handle cannula break. Visual inspection of the returned device found the handle cannula was pulled out from the finger ring portion of the handle assembly. Both dimples from the screws were visible at proximal section of the handle cannula. Drag marks were present from the dimples towards the proximal end as the cannula had been forcibly pulled out from the set screws. The distal and proximal screw were measured and found to be within specification. Based on all available information, it is most likely that procedural or anatomical factors encountered during the procedure could have affected the device's performance and integrity. Handling and manipulation can lead to the handle cannula pulling out of the finger ring. Drag marks observed in the handle cannula indicates that a lot of force was applied to the handle to crush the stone or retract the basket, resulting in handle cannula detachment. Therefore, the most probable root cause is adverse event related to procedure. A review of the device history record (DHR) confirmed that the device met all material, assembly, and product specifications at the time of release to distribution.

Event description:
It was reported to boston scientific corporation that a trapezoid rx basket was used in the bile duct during endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2019. According to the complainant, during the procedure, a trapezoid basket was used to remove a gallstone. However, the handle cannula separated from the handle so the basket could not be used to capture the gallstone. The device was removed without difficulty and another trapezoid basket was used to complete the procedure. There were no patient complications as a result of this event. The patients condition at the conclusion of the procedure was reported to be okay.